Event description:
It was reported that a patient in the intensive care unit was being infused through the device. After 12 hours of use a leak was noted at the inlet port. No clinical sequelae were reported.